Event description:
It was reported that (3) 512st, (3) t511, (1) ms512, and (2) 1 seal were used during a nissen fundoplication procedure. It was reported by the rep that the nurse tht scrubbed told reporter the surgeon was upset because the gaskets tore during his case with three trocars. The one seals also were bad. The stability sleeve also broke. It is unknown how the case was completed. There was no consequence to pt.